Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an error message indicating abnormal parameters. The parameters were checked and no electrical anomalies were observed. The device was re-interrogated and the error was not repeated. The session was complete successfully with no further issues. No further intervention was performed. The patient was in stable condition.